Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he tried 15 different batteries and received a battery out limit alarm. The customer had a new battery cap. Customer's blood glucose level was 425 mg/dl. He treated his blood glucose level with a manual injection. The device was not returned.